Event description:
Affiliate reported that the device was unable to reprogram. As a result, the device was revised.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). A follow-up is being generated because medwatch was not filled out. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Based on a phone conversation jim kenney received from irene at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.

Event description:
The device was implanted via l-p shunt. Setting pressure was unknown. After implantation, it was noted that the device would not reprogram the pressure. The valve was replaced. Date of revision was unknown. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). A follow-up is being generated because medwatch was not filled out. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Based on a phone conversation jim kenney received from irene at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.